Event description:
As reported by the customer, the patient presented with critical ischemia to the right leg. An open right transfemoral thromboembolectomy was performed. Fogarty catheters were used during the procedure. Upon removal of the fogarty catheter, the balloon was found to be broken, and part of the spring tip was missing. Arteriography was performed and the tip of the catheter was found in the popliteal vessel and was removed with another fogarty catheter.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore, review of the manufacturing records could not be completed. A supplemental report will be forthcoming with examination results once received.

Manufacturer narrative:
We received one embolectomy catheter without the packaging for examination. The catheter tip appears damaged. The balloon latex, spring tip and distal windings appear to have been pulled off the catheter tip. All detached components were returned. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.7 lbs on an inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.